Event description:
The patient's mother reported that the child has lost access to sound. No impact has been reported. Patient will be re-implanted but a date is not yet known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.